Manufacturer narrative:
It was reported on 11jun2024, that the totalcare bed was leaking repair fluid since a previous bed repair was performed and the leak has led to the air system not functioning properly. The customer stated the patient's pressure wounds were reportedly not healing. The patient¿s sister provided the following additional information. The patient is a 56-year-old male quadriplegic with a history of hyper-dysreflexia, chronic pressure wound on the right ischial (skin redness), chronic pressure wound on the left hip from an old surgical wound, propensity for pressure injuries, ileus requiring frequent positioning to a seated position, and internal baclofen pump that was removed approximately 6 months ago. The patient purchased a refurbished totalcare bed 4 years ago and the bed was reported to have new hydraulics. Per the sister, this type of bed was a requirement for the patient to be able to stay in his home through a state of michigan program that allows elderly and adult patients to remain in their home if the appropriate equipment and services are in place. The patient has daily home health visits by a nurse and an aid. Last month, the patient's sister contacted baxter technical support because the head section of the bed was allegedly drifting. A technician inspected/repaired the bed, and the bed was reportedly leaking hydraulic fluid within 24 hours of the repair. The patient was immediately moved to an old hospital bed he has in the home. Another baxter technician inspected the bed due to the hydraulic leak and the valves were reportedly okay. After this issue, the mattress would not inflate. The sister reported both chronic pressure wounds opened (stage unknown) on an unreported date with suspicion for infection in the hip wound, but prior to the patient being moved to a different hospital bed. Both pressure wounds have reportedly opened in the past from irritation, however, the current injury was attributed to the bed malfunction. The wounds were being irrigated, dermal ointment applied, and dressing changes performed daily by the rn. An emergency hospital bed (manufacturer not reported) was requested on an unreported date. A standard medicare approved hospital bed (no lateral rotation feature) was received within 48 hours. The baxter service technician was reportedly out again on 17may2024 and ordered parts for the hydraulics. The hydraulic fluid leak was repaired, and the sister stated there was so much going on nobody realized there was an issue with the mattress and the patient was put back on the totalcare bed on (B)(6) 2024 overnight. The next morning, the home health nurse assessed the patient, and the patient was hospitalized for hyper-dysreflexia (triggers are pain, infection, something poking the patient). The cause of the hyper-dysreflexia could not be determined because the patient was in pain, had open pressure injuries, and had been laying on a deflated mattress. Additionally, the patient was diagnosed with sepsis, source unknown. The pressure wounds were packed while hospitalized and antibiotic therapy covered the sepsis and pressure wounds. The patient was discharged home on (B)(6) 2024 with a PICC line and continued antibiotic therapy. That same day, it became apparent that the totalcare mattress was not inflating, and the bed was repaired. No visual or audible bed alarms were noted. Per the sister, on 12jun2024, a baxter service technician inspected the bed again for leaking hydraulic fluid and stated the bed needed a new reservoir tank. No additional information was provided. Per the baxter technician findings, no fluid leak was noted on the air compressor. The reservoir had lost shape, and the seals were leaking. The technician replaced the reservoir oil container again and added fluid. It was further determined that a new manifold was needed, and a replacement part was ordered. The patient was moved from the totalcare bed to a different non-baxter hospital bed while awaiting replacement of the manifold. The air system was functioning properly, and the mattress was not deflated. Additionally, each time the service technician was at the patient's house, the patient was noted to be on a competitor product. The totalcare bed system is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure injury; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The totalcare bed system is intended to provide a patient support to be used in health care environments. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or totalcare bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. In this event, the patient¿s preexisting, chronic pressure wounds, hyper-dysreflexia, and sepsis required medical intervention (intravenous antibiotic therapy) to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes a serious injury occurred. Additionally, the patient was hospitalized for hyper-dysreflexia, which is a potentially life-threatening syndrome involving an abnormal, overreaction of the autonomic nervous system to painful sensory input. Due to the patient¿s complex medical history including propensity for pressure injuries, the ultimate cause of the pressure injuries, sepsis, and hyper-dysreflexia is undetermined, however, the device being contributory cannot be excluded. The patient is currently using the standard, competitor hospital bed awaiting manifold repair of the totalcare bed.

Event description:
It was reported on 11jun2024, that the totalcare bed was leaking repair fluid since a previous bed repair was performed and the leak has led to the air system not functioning properly. The customer stated the patient's pressure wounds were reportedly not healing. This report was filed in our complaint handling system as complaint #(B)(4).